Event description:
It was reported that there was a foreign particle found in the automated peritoneal dialysis (apd) set w/cassette used with the homechoice (hc) device. This occurred before use; therefore there was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A review of all batch record documents was performed for lot number sx13fh0 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The device was not returned for analysis; therefore, no evaluation could be performed. If additional relevant information becomes available, a follow up report will be submitted.